Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, the complaint receiver device was not returned to dexcom. The transmitter device (stt-gl-003/63199), used with the complaint receiver device, was returned on 01/10/2014. The complaint transmitter device was returned for evaluation. The device was visually inspected and no damage was found. Functional testing could not be performed because the device was received in a condition making evaluation not possible. Therefore, the complaint of permanent loss of "y" could not be confirmed.

Event description:
Patient's parent contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 the receiver displayed permanent out of range signals. At the time of contact with dexcom technical support, patient's parent did not report any medical intervention or injuries.